Event description:
Lpn-squeezing end of cultureete glass came through the sleeve and cut thumb.rn-collecting culture with cultureete when chrushed glass from ampule protruded through plastic and cut fingerdevice labeled for single use. Patient medical status prior to event: invalid data. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: yes. Corrective actions: device discarded, device discarded. The device was destroyed/disposed of.